Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events. According to the account, the low flow events were caused by dehydration. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not conclusively be established through this evaluation. In addition, the account communicated that the report of elevated lactate dehydrogenase (ldh) was due to a false reading caused by a faulty lab draw. The account reported that the patient was admitted for possible hemolysis due to an elevated ldh value with outpatient labs. However, the patient¿s ldh was lower upon admission. It was later reported that the outpatient lab draw was faulty. The submitted log files captured transient low flow hazard events on (B)(6)2021, (B)(6)2021, and (B)(6)2021. The pump appeared to function as intended at or above the low speed limit throughout the duration of the files. It was later reported that the patient was treated with hydration and would continue with follow up appointments and labs. The patient was asymptomatic and ldh remained at baseline during the admission. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, section 1 entitled ¿introduction¿ and section 6 entitled ¿patient care and management¿ outline the pump parameters and explain that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 also lists hypovolemia as a potential adverse event and late postimplant complication. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. In addition, although the account reported that the elevated ldh was a false reading caused by a faulty lab draw, section 1 of the IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 the patient had labs drawn. On (B)(6) 2021, the patient was admitted for possible hemolysis due to an lactate dehydrogenase (ldh) of 1,486 u/l from outpatient labs. However, ldh was 456 u/l upon admission. Log file submitted revealed low flow events on (B)(6) 2021 however file was mostly filled with pulsitile index (pi) events. Additional log file submitted revealed few intermittent low flows where the low flow estimator dropped below 2.5 lpm during 4.5-day length of the log in which the pump was seeing a reduction in blood volume. There were no other unusual events seen within the log file and the pump was operating as expected. Cause of the low flow and pi events were due to dehydration in which the patient was hydrated. The patient was connected to a hospital power module while inpatient. Hospital clinical engineering was notified to replace and discard old cable, which was no longer under warranty. The patient¿s ldh remained at baseline throughout admission and patient remained asymptomatic. Hemolysis was thought to be due to lab faulty draw. No additional information was provided.